Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was a possible battery failure. A referral for immediate replacement of the generator was given. Etiology indicated the relationship of the event was related to the device therapy, however, it was not related to the implant procedure.the generator was less than two years old and has dropped from 2.74 on (B)(6) 2017 to 2.52 on (B)(6) 2018. The patient was referred to surgical scheduling for an immediate need of a generator replacement. No patient symptoms or further complications were reported as a result of this event. Additional information was received. It was reported that this was an unusually fast drop in battery life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the manufacturer's representative (rep). A possible early battery depletion was reported. It was reported that the ins battery voltage was depleting much sooner than expected. As of (B)(6) 2017, the ins battery voltage was at 2.74v. Left 1: 0+2 -2.2v/70pw/125hz: no therapy impedance left 2: 0-1-3+2.5v/90pw/125hz: no therapy impedance the rep reported electrode impedance range 717-1281ohms. Right 1: c+10- 3.4v/90pw/125hz. No therapy impedance. Right 2: 9-11+ 3.3v/80pw/125hz no therapy impedance on (B)(6) 2018: ins battery voltage 2.52v, and it was reported all parameters were the same except left subthalamic nucleus -stn2: 2.3 v/90pw/125hz. No therapy impedance no patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient code (B)(4) and eval code conclusion (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery reached end of service (eos) so it was explanted on (B)(6) 2018. It was confirmed that the patient was doing well following the replacement. It was also noted that the cause of the event was not determined. On (B)(6) 2017, the patient experienced global bradykinesia, soft / slurred speech, psychiatric symptoms, gait disturbances, speech changes, and dystonia. On (B)(6) 2018, they experienced dizziness, lightheadedness, neck stiffness, shuffling gait, sway on gait and standing, sleep disturbances, depression/psychiatric symptoms, and the tremor in their right arm was a little worse at times. It was also noted that the patient was in a motorized chair as they had several falls and hit their head. Floaters, hearing loss, snoring with apnea, frequent urination, back pain, bone/joint symptoms, dyspnea, easy bleeding/bruising, anemia were also reported, but were unrelated to the device/therapy. The event was considered resolved without sequelae on (B)(6) 2018 following the explant. No further complications were reported/anticipated. The patient's medical history included: parkinson's disease; herniated lumbar disk without myelopathy; hypertension, benign; constipation; chf; dysthymia. The patient's concomitant medications included aspirin, carb/levo, co q-10, lexapro, miralax, selegiline, simvastatin, stool softener, tirosint, vitamin b-12, vitamin d3, zolpidem.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found that the battery was at normal end of life and telemetry and output were ok. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp indicated the device was replaced.